Event description:
Attorney's report of patient's alleged pain, recurrent hernia and required repair surgery due to defective mesh. In 2002, the patient underwent an incarcerated incisional hernial repair procedure in which a mesh was implanted. On seven months later, the patient had surgery for a recurrent hernia. The right quadrant of the mesh was noted to have dislodged and rolled under, allowing a facial defect around the mesh. The mesh was said to have been resutured to the parietal peritoneum. A ck patch was placed during the procedure to repair the recurrent hernia.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.